Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right ventricular (rv) lead, alerted triggered due to sensing issue/sensing integrity counter (sic). It was also reported no oversensing observed on available electrogram (egm)s and lead trends appear to measure consistent and within normal ranges. The rv lead remains in use. No patient complications have been reported as a result of this event.